Event description:
It was reported a cat scan performed recently for an unrelated procedure indicated a perforation of the inferior vena cava by this filter, placed in 1989. No intervention resulted form this event. The pt's condition is good and the date no further action has been taken. The filter remains implanted. Therefore, no failure analysis will be available. Attempts to gain further details with regards to the circumstances of this event have been unsuccessful. Therefore the co is unable to determine the cause for this event.